Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead did not reveal any anomalies except for procedural damage. Electrical testing did not reveal and indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High capture threshold on the right ventricular (rv) lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.